Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the mildly calcified, moderately tortuous, 90% stenosed lesion during advancement, resulting in the reported failure to advance, ultimately contributing to the reported deformation due to compressive stress (kinked shaft). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a perforation in a mildly calcified, moderately tortuous left circumflex coronary artery that is 90% stenosed. The 3.50x19mm graftmaster covered stent failed to cross due to anatomy, and the shaft became kinked. A non-abbott device was used to treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.